Event description:
It was reported that during the advancement of the herculink plus stent delivery system (sds), being used off label to treat a tight lesion in the right internal iliac, the stent moved proximally on the balloon. The sds was retracted, but the stent became dislodged and remained on the guide wire in the artery. A snare device was used to retrieve the stent from the pt.